Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed and per the physician, the reported pericardial effusion and cardiac tamponade resulting in death appear to be related to procedural conditions and due to transeptal puncture. It was confirmed by the account that the device used for the transeptal puncture was a non-abbott device and that the mitraclip and the sgc did not cause or contribute to the reported death. Death, pericardial effusion and cardiac tamponade are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention and surgical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
In this case, there was no functional testing that was needed for the returned device as there was no reported device malfunction associated with the sgc. The sgc however, was inspected and there were no issues noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed and per the physician, the reported pericardial effusion and cardiac tamponade resulting in death appear to be related to procedural conditions and due to transeptal puncture. It was confirmed by the account that the device used for the transeptal puncture was a non-abbott device and that the mitraclip and the sgc did not cause or contribute to the reported death. Death, pericardial effusion and cardiac tamponade are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention and surgical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. Xtw (lot: 40429r1067) was chosen for implantation utilizing steerable guide catheter (sgc lot: 40509r1001). When inserting the clip into the sgc, pericardial effusion was observed. When the clip was advanced to the tip of the sgc, tamponade was observed. The mitraclip procedure was abandoned and pericardiocentesis along with surgical intervention was performed. Patient was very sick with multiple comorbidities and inter atrial septum was frail. Death resulted on (B)(6) 2024. It was thought the pericardial effusion and subsequent pe was likely due to the transeptal puncture.